Manufacturer narrative:
No pt was present at the time this malfunction occurred. The computer was replaced and this resolved the issue. The hard drive malfunction directly caused the event.

Event description:
Medtronic rep reported that after selecting a procedure (fluro imaging with optical tracking), the software freezes.